Event description:
It was reported that before attempting right inferior pulmonary vein (ripv) ablation, it was observed that the contrast from the balloon catheter did not come out. During an ablation procedure, a polarx catheter was selected for use. Several ablations were already performed without issue; however, before attempting right inferior pulmonary vein (ripv) ablation, it was observed that the contrast from the balloon catheter did not come out. Subsequently, the catheter was removed from the patient and upon checking, no contrast or saline was passed through the catheter. The device was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that before attempting right inferior pulmonary vein (ripv) ablation, it was observed that the contrast from the balloon catheter did not come out. During an ablation procedure, a polarx catheter was selected for use. Several ablations were already performed without issue; however, before attempting right inferior pulmonary vein (ripv) ablation, it was observed that the contrast from the balloon catheter did not come out. Subsequently, the catheter was removed from the patient and upon checking, no contrast or saline was passed through the catheter. The device was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, analysis of the returned polarxfit device was functionally tested in an attempt to recreate the reported issue. A known good polarmap was successfully inserted through the guidewire lumen, with no unusual resistance noted during placement. The polarmap was then removed, and a syringe with water was connected to the flush line. The device was successfully flushed with fluid, again with no unusual resistance observed. The reported event of difficulty irrigating or a device component malfunction could not be confirmed. With all available information, the reported events could not be confirmed as the reported failures were not able to be reproduced, and the device presented with no issues.